Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose and was admitted to the hospital; blood glucose level was about 600 mg/dl at the hospital. Treatment received was not provided. Caller alleges the piston rod moved by itself. Requested return of the alleged device for evaluation.